Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced battery depletion of the implantable neurostimulator, resulting in the therapy being off and the neurostimulator not providing the intended therapy. The patient representative reported charging the implant twice daily to maintain the battery above 50%, but the device became depleted. Additionally, the communicator, which is required to turn the neurostimulator back on, was lost. An expedited repair request was initiated to replace the communicator, and an email was sent to the repair department for this purpose. No patient complications have been reported as a result of this event. Additional information received that patient called back with the replacement communicator. The patient wanted assistance in turning the therapy back on. They had the recharger on at the top of the call and was charging the implantable neurostimulator (ins). The ins was currently at 50% and the therapy was off so patient services had the patient exit out of the recharger application and power off the recharger and enter into the mydbs therapy application. Patient kept getting a "not found" message in the mydbs therapy application however. Patient services wanted to note that the patient was having difficulty navigating the handset and so patient services did their best to assist the patient and had the patient at one point 'close all' and ultimately restart the handset when the patient was unable to find settings to toggle the bluetooth off and back on. Patient still received 'not found.' The patient confirmed the communicator was unplugged. Patient assisted and they were able to toggle the bluetooth off and back on again and switch communicators however they still received 'not found.' Patient services conferenced on healthcare it (hcit) however as soon as hcit joined, the patient saw the communicator light was solid blue and they got 'no device response. Patient services walked the patient through placing the communicator over the ins site and patient connected to see the patient's settings. The therapy was off and the patient powered the therapy on however as soon as the spouse turned the therapy back on, the patient cried out and their right arm seized up by their chest and started jerking. Patient services had the spouse power the therapy back off and the patient's right arm began to slowly go back to normal. Caller said they hadn't done anything with the implanted system while the patient was in the hospital. Patient services redirected the patient to follow up with the patient's hcp to check the implanted system settings. Patient's spouse said they would call the hcp office contact to see if they could check the programming and implanted system. Patient also expressed concern about charging the ins up to 75% or more so patient services reviewed with the caller they could continue to charge the ins but wait to turn the therapy on again until they saw their hcp. Patient rep called back and said since talking with a medtronic representative (rep) about the patient's arm seizing up when the therapy was turned back on so they turned the therapy back off and were waiting for further instruction. The communicator wasn't talking to the handset again however when patient services walked the caller through pairing the handset and communicator, they were able to immediately connect. Caller said they hadn't been placing the communicator in the right place and that was why they hadn't been able to connect. External devices were functioning as intended on the call. Caller also got a communicator low battery message that the caller dismissed. Caller said they'd only charged it for 30 minutes today so far. The therapy was still off. Patient said the patient had been able to adjust the stimulation in the past but the patient had a "brain freeze" and that the patient was still "messed up" since the hospital st ay so the patient couldn't do anything about it right now. Patient services directed the caller and patient to continue reaching out to the hcp office to discuss turning the therapy back on and check the implanted system settings and patient services sent an email to the rep about the situation in the event that the rep could assist in the matter. Caller is going to try to continue reaching out to schedule an appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that the device was not charging and that a nurse yesterday couldn't get it to connect at all. Agent attempted to clarify what patient representative was trying to charge, and they wanted to charge patients ins. Agent walked through connecting recharger to ins and to handset. They successfully connected during the call and saw excellent connection and ins battery at 75% with therapy off. Agent reviewed therapy may turn off if ins battery gets too low, they inquired about how to turn therapy back on but patient representative stated they were not familiar with the communicator. Agent reviewed previous notes from this case and reviewed with patient and patient representative about how turning therapy on in the past was uncomfortable for the patient. Patient representative stated patient is now on hospice and has not been able to get appointment with hcp. Patient representative stated they will look for the communicator and will call back either way for further assistance. Additional info received from patient that they need assistance on tuning the therapy back on. Agent walked them through connecting to the implant, and reviewed turning therapy on, which they were able to do.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient that the hospitalization issue was not related to this implant/therapy. Replacement device resolved ins charging issues.